Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the e216 errors could not be identified. However, it¿s likely the cause is related to poor water tightness due to a broken cable stress boot. The cause of broken cable stress boot is likely due to the load applied to the stress boot section/part. The event can be prevented by following the instructions for use which state: ·please do not round the camera cable smaller than the diametral 20cm. Damage may occur. ·when the camera cable is in a round position, do not pull on it and stretch it gradually and straighten. Doing so can break the camera cable. ·please do apply excessive bending, pulling, twisting, or crushing force to the camera cable. Doing so can break the camera cable. ·please do not rub the camera cable strongly when cleaning the outside surface of the camera cable. Doing so can break the camera cable. ·the endoscope should be manipulated by holding the camera head instead of the camera cable during use. Doing so can break the camera cable. ·please do not fix the camera cable with a pair. Doing so can break the camera cable. ·please do not pull the video connector by the camera cable. Otherwise, excessive force may be applied to the camera cable, resulting in wire breakage. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus air/water leaks while using the hd camera head. There were no reports of patient harm or impact associated with this event. During inspection and testing of the returned device, an e216 scope communication error was displayed. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
The device was returned to olympus and the reported issue was confirmed. The evaluation revealed the head main body was flooded (lens); scratches on the main body of the head (lens); and head imaging flooding. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.